Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired two white cartridges on the meso-appendix and one blue cartridge on the base of the appendix. A small amount of oozing was observed at the staple line, but the staple lines were carefully examined and noted to be intact with no active bleeding. An endocatch bag was used to retrieve the specimen. Irrigation was used to remove a clot from the staple line and again the staple lines were noted to be intact with no active bleeding. The ports were removed under direct visualization. Post-operatively, the patient experienced a drop in hemoglobin and hematocrit. A CT scan revealed a hematoma. On (B)(6) 2015, the patient was brought back to the operating room for exploratory laparoscopy. A 500 milliliter hematoma was evacuated, an abdominal washout was performed, and a drain was placed. The appendiceal/cecal staple line as well as the mesenteric staple lines were noted to be intact with no active bleeding. The patient did not receive a blood transfusion or blood products. The current status of the patient is unknown. One device and three reloads were discarded following the original procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). During the reoperation, could the source of the bleeding be identified? No. Were any issue noted with staple formation in initial procedure or reoperation? No. Where was the hematoma in relation to the staple line? Hematoma was at the staple line.